Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6), 2013, due to skin overgrowth. The excess tissue was excised and an abutment was placed during the same procedure. The implanted device remains.